Manufacturer narrative:
Corrected data: initial report incorrectly stated that the patient¿s vns chokes her, the proper term should be shock.

Event description:
It was reported that the patient continues to experience painful stimulation after the generator replacement procedure. The initial report was that the patient's vns shocks her. No additional pertinent information has been received to date.

Event description:
It was reported that the patient's vns is choking her and that the wire is loose. The physician advised the ER physician to have the patient secure the magnet over the generator to deactivate it until he can follow-up with her. Good faith attempts for further information from the physician have been unsuccessful. On (B)(6) 2016 it was reported that the patient was seen on (B)(6) 2016 for a consult and that the surgeon will replace the patient's generator. It was noted that the patient has been keeping the magnet taped to the device. The patient underwent generator replacement on (B)(6) 2016. This has been reported on MFR. Report # 1644487-2015-05911.

Event description:
It was reported that the shocking was occurring once a day and the patient felt like it was a lightning bolt hitting them. It was also reported that the shocking started in 2015 and continuing to occur.